Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2015 with the following findings: there was no visible damage to the keypad. The responsiveness of the buttons on the keypad were unable to be investigated due to a blank display screen. The keypad was removed and there was no damage to contamination found under the button contacts. Unrelated to the original complaint, there was moisture observed behind the display lens and the leak test failed due to a cracked pump case. The pump was opened and there was moisture found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.